Event description:
Customer reported the compact plus system produced an undosed result of hi (greater then 600 mg/dl). No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.